Manufacturer narrative:
(B)(4).

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 3000 ohms for the right ventricular (rv) lead. The lead safety switch (lss) was triggered changing the polarity to unipolar. Noise was observed on the electrogram (egm) but not oversensed. The patient was brought into the office where rv loss of capture (loc) was noted in bipolar. Good threshold measurements in unipolar were observed. Subsequently a revision procedure was performed where the rv lead was explanted and replaced. No additional adverse patient effects were reported.